Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The visual inspection was performed and the spring tip was unraveled. No white deposits on the wire were noted. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user preference issue as the device meets specification however the user is dissatisfied with the function, performance, and the appearance of the product. The dfu states: "the guidewires are coated with a thin film of lubricant which may appear as a white powder. Do not wipe off lubricious coating." (B)(4).

Event description:
It was reported that white deposits were noted on the rotawire. A 330cm rotawire¿ and wireclip¿ torquer was selected to advance to the target lesion. During preparation, outside of the patient, it was noted that there were white deposits on the rotawire which prevented advancement through the catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient¿s condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that white deposits were noted on the rotawire. A 330cm rotawire¿ and wireclip¿ torquer was selected to advance to the target lesion. During preparation, outside of the patient, it was noted that there were white deposits on the rotawire which prevented advancement through the catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient¿s condition was stable.